Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the ventilator was switched on during testing, it had a black lcd screen without any data but that the touch screen and external monitor were working. There is no reported patient involvement associated with this event.